Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter.

Event description:
The customer contact reported difficulty regulating flow; subsequently no flow was noted. The tubing set was being used to deliver an unspecified solution. It was reported that the ER nurse used the cair clamp to establish a kvo rate. After an unspecified length of time in use, the nurse noted that the solution was not delivering and the cair clamp was found closed. At this time, it was noted the peripheral IV access was clotted. The catheter was replaced and the therapy was resumed. It was unspecified if the tubing set was replaced or remained in clinical use. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.